Event description:
It was reported the pt was to have her leads removed (reference MFR report: 1627487-2012-11710). During the procedure the physician decided to replace the ipg. The pt reported the ipg could not be located using the charging system. It was reported the charging issue was confirmed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.